Event description:
Report received of an over-delivery. The pump was programmed in the continuous only mode, to deliver 2mcg/ml fentanyl and 1.25mg/ml bupivacaine in 200ml, at a rate of 7ml/hr. In 2002 at 1600, a new container was started. The next day at 1015, the nurse found the container empty. This was 12 hours earlier than expected. The patient was reportedly drowsy but arousable. At 1030, the pump was removed from clinical service and the infusion continued on a replacement pump. There was no reported adverse patient effect and no medical interventions were required. Thought requested, no further information was available.